Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited occasional possible t-wave oversensing (twos) during episodes of non- sustained ventricular tachycardia. It was also noted that there were occasional drop out beats during ventricular fibrillation (vf). The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited occasional possible t-wave oversensing (twos) during episodes of non- sustained ventricular tachycardia. It was also noted that there were occasional drop out beats during ventricular fibrillation (vf). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.